Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device would not seal tissue. An end tone indicating a successful seal was heard when the issue occurred.

Manufacturer narrative:
(B)(4). One used lf4318 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on simulated tissue and porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors. The instructions for use included with this product lists recommendations for sealing with the device.